Manufacturer narrative:
The reported device was not returned for evaluation. Pra (preliminary risk assessment) (B)(4) was held on 25 jan 2016 to evaluate the increased complaints involving the attune tibial trial extactor (product code 254500138). The review team determined that there was no increased patient risk. Based on the pra (preliminary risk assessment) (B)(4)determination of no additional patient risk, corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of the tips on the extractor tool broke off while trying to disengage the trial. In addition, a spring from the trial popped loose from the post, but was recovered.